Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem ("discharge profile fault") has been confirmed. As received, the monitor case was cracked and multiple discharge profile faults were discovered in the patient's flags. The cause of the discharge profile faults was missing solder on the r46 discharge resistor on the computer / analog board, which created and open circuit. The root cause of the missing solder cannot be positively identified but is likely a result of physical impact from dropping the monitor. No adverse event resulted from the defective monitor. The patient received a replacement monitor.

Event description:
Zoll customer support contacted a (B)(6) male patient to exchange his monitor. The patient's download revealed two instances of "discharge profile faults." The patient was provided with a replacement monitor.